Event description:
Since having the essure procedure done (B)(6) 2013 I have had non stop problems. I bleed for 6 months straight. I called my dr. About it and I was told this is normal. It was far from normal. I have severe cramping before and during my period. Headaches 5 or 6 days a week. I am bloated and swollen and it doesn't matter what I do to fix it or prevent it. I can not lose weight. I have always been able to lose and now I can't. During the last 2 months I have started to have more issues. I have a pain in my lower left side, near my ovaries, all the time. Sometimes it's really painful and others it's just noticeable. When this started I also started having pain in my left side during sex. I have never had that before.